Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned vascular treatment was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were unavailable. Analysis of system log file confirmed the problems with ipc motion control board test failed and informational geo ipc communication timeout information. To resolve the issue, fse replaced the geo ipc ivybridge with zmp can and io and returned it to philips for further analysis. The part analysis confirmed that the malfunction was due to defective bios. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating geometry movements were partly unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.